Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.